Event description:
The customer reported that his blood glucose reached 28.0 mmol/l (504 mg/dl) after wearing the pod for 24 hours and that the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.